Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump wasn't alarming air in line and was allowing "air bubbles to go through". Mmdg followed up with the initial reporter who stated that the patient had not reported any adverse effects, and that they had no further information about the complaint. (B)(4).